Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports visible fire while charging their abbott diabetes care device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports visible fire while charging their abbott diabetes care device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damages were observed. Customer reported that that the reader got a visible fire while charging. A visual inspection was performed on the returned usb/charging cable and no issues were observed. No open or shorts were observed, and the usb/charging cable testing passed. Visual inspection has been performed on the power adapter and liquid contamination was observed. Power adapter testing did not pass. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no issues were observed. Nxp processor was present. An extended investigation was performed. A visual inspection using a digital microscope was performed on the returned device and no anomalies were observed on the reader¿s pcba (printed circuit board assembly) or on the returned usb/charging cable. Liquid ingress contamination was observed on the returned adapter in the usb port. Glucose data readings was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be outside of the required specification. No abnormalities were observed on the returned battery and it was observed to be charged normally when connected to a charging cable. Off-current consumption testing was performed to check the current draw of the returned reader and the result was within specification for returned reader with an nxp processor. A cable tester was used to test the returned usb cable. No opens were observed. Load tester was used to perform a test on the returned power adapter and the voltage was measured. The power adapter voltage was within specification range. The observation of the power adapter not passing the load test in previous phase of the investigation was not confirmed. Although, the power adapter was observed to be passed the load test. Contamination due to liquid ingress could be a cause of unintended short circuits within the device. A built-in self-test was conducted using the reader's software and was observed to be passed. The current consumption test was within specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation; this issue is not confirmed to use due to the contamination observed in the power adapter. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.